Manufacturer narrative:
The customer calibrated the ise system post event. Post calibration; ca failed calibration and cl qc recovered results were high. A bci field service engineer (fse) replaced several hardware components; however, it has not resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high na and ca results, and low cl results generated by unicel dxc 600 pro synchron chemistry analyzer. The results were reported out of the laboratroy. The samples were repeated and amended reports were initiated. Patient treatment was not impacted.